Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in the lower esophagus during a dilatation procedure performed on an unknown date. According to the complainant, during the procedure, they noticed that the gauge needle of the device was stuck at 4psi. Reportedly, the event happened outside the patient and the procedure was completed with another pneumatic hand pump. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed white scratches on the back side of the gauge at about the same location as the 20 psi mark. The lens and lens retainer were loose. The needle was able to be reset; however, calibration could not be done due to internal damage to the device. The noted defects likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. The unit most likely was dropped, causing the visible issues noted to the gauge. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in the lower esophagus during a dilatation procedure performed on an unknown date. According to the complainant, during the procedure, they noticed that the gauge needle of the device was stuck at 4psi. Reportedly, the event happened outside the patient and the procedure was completed with another pneumatic hand pump. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in the lower esophagus during a dilatation procedure performed on an unknown date. According to the complainant, during the procedure, they noticed that the gauge needle of the device was stuck at 4psi. Reportedly, the event happened outside the patient and the procedure was completed with another pneumatic hand pump. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.